Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report to report a bluetooth connection issue between transmitter and g5 mobile app, that occurred on (B)(6) 2016. No additional event or patient information is available. The complaint device was received. A follow up report will be submitted upon completion of evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.